Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a rhythm event that was believed to be initiated by biventricular pacing, resulting in inappropriate anti-tachycardia pacing (atp). Technical services (ts) assisted the health care professional (hcp) with programming that feature off. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.